Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate. However, the customer confirmed issue was resolved. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager hardware had failed, and the refrigerator hardware was also found to have failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.